Manufacturer narrative:
Examination of the submitted tibial insert did not reveal any evidence of product error. The reported loose tibial tray was not returned for evaluation. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device loosening. The cause of the observed pitting could not be determined; however, the pitting is consistent with the effect of third body debris (bone or bone cement particles). No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to loosening and pitting of the tibial insert.